Manufacturer narrative:
This report is submitted on march 22, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array outside of the cochlea (date not reported). Re-implantation is planned but has not taken place as of the date of this report.